Event description:
While taking cytology brush biopsies during fiberoptic bronchoscopy, cytology brush (approx 6 inches in length) broke off & remained in lung. Removed successfully with forceps without difficulty.